Event description:
Reporter alleged obtaining a discrepant blood glucose value of over 100 mg/dl back to back with a result in the 30-39 mg/dl range when testing was performed within 10 minutes on a pt using the advantage sys. Reporter stated the pt was treated for hypoglycemia and taken to the hosp. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
Reference medwatch report with a1 pt for the subject device use. Reporter was unsure which result was obtained on which sys.